Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 4 left cemented femur; cat# unknown; lot# unknown. Triathlon universal baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left knee was revised. The surgeon's initial plan was to perform an irrigation and debridement, but intra-operatively decided to revise all implants.